Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to her low blood glucose level. Her blood glucose at the time of incident was 40 mg/dl. The patient was picked up by 911 and the medical staff treated her for low blood glucose values. Customer states that she was wearing her pump at the time of the 911 call. No products were returned, replaced, or shipped.